Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture and pacing inhibition which resulted in less than two seconds of asystole for this patient. The lead had dislodged and a revision procedure was performed. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The lead was returned for testing and this product issue will be updated when evaluation is complete.

Manufacturer narrative:
The lead was not returned for testing and no other adverse events have been reported. This product issue will be updated if additional information is received.